Event description:
During cardiac catheterization, while turning catheter, inner cannula of sheath separated from the hub of the introducer. Unable to remove catheter through femoral artery. Surgery necessary.